Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 329 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump insulin pump was malfunctioning, it had a recurring no delivery alarm. Customer also stated that his infusion set cannula was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.